Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The manufacturer's field service engineer (fse) performed remote troubleshooting and recommended replacing the overlay power switch. The customer replaced the overlay power switch and returned the unit to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved.

Event description:
The customer reported that the unit had an led alarm failure (led does not activate). The customer reported there was no patient involvement.